Event description:
It was reported, the programmer was unable to interrogate devices despite new programming head and multiple repair disk runs. It was also reported the programmer does not work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Intermittent telemetry; the ECG (electrocardiogram) and rf (radio frequency) head connectors are loose. Hinge plate screws are missing. Lower display hinges are out of specification.